Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate readings. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt is an insulin pumper user. The inaccurate issue began on (B) (6), 2009, at 8:26 pm, while the pt took action by taking more food/drink. The pt reported blood glucose results of "20, 40, and 32 mg/dl" with a lifescan meter, performed greater than 20 minutes of each other. To compare meter to same meter results, the readings should be taken within 20 minutes per lifescan's criteria for precision testing. One hour later, the pt indicated she "just felt bad." The pt did not receive any treatment at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, what specific symptoms she had when she "just felt bad," what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood samples were taken from approved testing sites, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported due to the inaccurate issue. In a clinical setting, a blood glucose reading below "40 mg/dl" would have altered the pt's state of consciousness. The pt's reported symptoms do not suggest the pt had severe hypoglycemia or hyperglycemia. In addition, the pt did not receive any medical intervention that would suggest the pt had acute complication of diabetes due to the product issue. Replacement products were sent to the pt.